Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system (sn: (B)(4)) for investigation. A supplemental report will be filed when the product has been received and investigation has ben completed.

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) displayed error code mid 16 (software). The user restarted the system again, but the error code mid 16 and alarm continued. No known impact or consequence to the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was not returned to zoll for evaluation. The reported event was confirmed based on the evaluation of the thermogard system performed by biomed technician at the customer's site. During initial functional testing, the system displayed error code mid 16 (software). Biomed technician noted that the entries on the patient data was full. The issue was resolved after deleting the entries on the patient data. The system passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The system was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).